Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the system was removed due to septic infection. It was later reported by the clinic, that the patient passed away nine days later. No additional information could be obtained.